Manufacturer narrative:
The returned device was evaluated. During inspection, white lines were observed spanning a portion of the display when the device was powered on. The lines were not observed to interfere with reading measurements. Internal inspection isolated the failure to the lcd assembly. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported lines on display. No patient impact or consequences reported.

Manufacturer narrative:
Corrected from no to yes returned to manufacturer on 04/20/2017.